Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed the pump was in fair condition with damaged housing. The device was tested three times and passed all three tests. The downstream occlusion sensor was replaced as a preventive measure. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump had an occlusion that could not be cleared. No adverse patient effects were reported.